Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the ipg met expected longevity. There is no device malfunction.

Manufacturer narrative:
The report that ipg was revised due to ¿approaching eos¿ was confirmed. Analysis and a longevity calculation of the returned ipg found the device had only declared elective replacement indication (eri) and had not declared end of life (eol), but did display ¿replace generator soon¿ image. The battery depletion, due to usage, was normal.

Event description:
It was reported that diagnostics indicated that the patient received the elective replacement. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.